Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy procedure. The suturing devices were being used for closing the vaginal cuff. The needles came dislodged from the device. For the first suturing device, it was difficult to toggle and difficult to unload. For the second suturing device, it was difficult to toggle, difficult to load, and difficult to unload. In order to resolve the issue and complete the case, a third suturing device was opened and worked. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices.device one was returned with a bent needle that was improperly loaded into device (loaded upside down). An indent on the side opposite to a loading slot and an indent on a cone of the needle were observed for that needle. Witness marks from the needle tip impacting the beveled wall were observed or device one but none for device two.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.replication of the improper loaded needle may occur if either the dlu or the suturing device is held with the printed information facing down when the needle is loaded in the device. In this situation, marks will occur on the opposite side the loading slots of the needle. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break.the root cause of the observed damage was misuse of the product (improperly loaded needle) which would have caused or contributed to the reported incident. However, the investigation detected a secondary misuse of product (obstruction) that has a relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.